Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn : m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: 20930207.

Event description:
It was reported that the patient was experiencing rib stimulation due to lead migration. It was also reported that the patient had heavy legs and was doing better after the stimulation was turned off. The patient underwent a lead revision procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing rib stimulation due to lead migration. It was also reported that the patient had heavy legs and was doing better after the stimulation was turned off. The patient underwent a lead revision procedure and was doing well postoperatively. Additional information was received that the patient fell on a sidewalk, which caused the left lead to dislocate.